Event description:
During omega plus surgery, the surgeon used the combination reamer to the surgery because he locked the reamer. However, the locking part of the combination reamer was not able to be locked and had loosened when the surgeon reamed patient bone. Afterwards, locking part loosened about three times, and the surgeon tried to lock at that time. The procedure was completed while confirming the x-ray. No adverse consequences reported.

Manufacturer narrative:
Additional info has been requested and if received will be provided on a supplemental report.